Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow up report will be provided when the examination results are available. We have informed our manufacturer accordingly. Reviewed the device history record and there were no defect encountered at in-process inspection and during final control inspection. The process cards show no abnormalities. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): during the removal of the mandrin, the patient felt pain and burning so the staff decided to remove the needle and noticed that it was broken partially.